Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed elevated blood glucose of 215 mg/dl following a supply change and a temporary disconnection, with concern regarding insulin delivery. The user reported using steel cannula infusion sets, confirmed that tubing was filled prior to insertion, and observed drops from the tubing. During the interaction, blood glucose decreased to 185 mg/dl. A brief continuous glucose monitor sensor issue was noted, and no device alarms or insulin delivery errors were reported. Symptoms included hyperglycemia without clinical effects. The outcome included no injury, no medical intervention beyond user troubleshooting, and no hospitalization. The investigation included guided troubleshooting and education, review of alerts, and confirmation of proper tubing priming and infusion set function. The investigation revealed no device malfunction, with the brief sensor issue consistent with a transient sensor interruption. A temporary disconnection during the supply change was considered a plausible contributor to the transient hyperglycemia, and insulin delivery was inferred based on the presence of tubing drops and subsequent glucose decline. Based on previously established findings for similar reports, it was concluded that the cause was unclear, with contributing factors including user disconnection during the set change and a transient sensor issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.